Manufacturer narrative:
The field service engineer determined there was an obstruction in the vacuum nozzle and there was water on top of the reaction cells. The obstruction was removed and the fluids were cleaned from the reaction cells. Mechanism checks were performed and fluid levels were checked. The customer ran calibration and controls; all results were within specified ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 31 mg/dl, which repeated as 75 mg/dl. The reporter did not know which result was correct. The glucose reagent lot number was 47163501, with an expiration date of 30-jun-2021.